Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, attempted suicide and was hospitalized. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware. Prior to enrollment into the study the patient exhibited symptoms of anxiety, depression and psychosis. Additional information was received indicating the patient's attempted suicide was during an in-patient stay, with injury to both palmar wrist joints. The patient was already submitted at the time of this event with severe depressive syndrome, anxiety, panic attacks and dissatisfaction with treatment of parkinsons disease. As a result of the injury to the left wrist the patient received sutures to the wound and immobilization in a cast. The patient developed an infection of the cut in the left wrist and underwent extensive wound debridement, removal of scar tissue, and IV antibiotics. The event is resolving. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware. Additional information was received providing the event date of the infection. Additional information received providing the event date of the patients attempted suicide.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, attempted suicide and was hospitalized. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, (B)(6) vercise dbs registry, attempted suicide and was hospitalized. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware. Prior to enrollment into the study the patient exhibited symptoms of anxiety, depression and psychosis. Additional information was received indicating the patient's attempted suicide was during an in-patient stay, with injury to both palmar wrist joints. The patient was already submitted at the time of this event with severe depressive syndrome, anxiety, panic attacks and dissatisfaction with treatment of parkinsons disease. As a result of the injury to the left wrist the patient received sutures to the wound and immobilization in a cast. The patient developed an infection of the cut in the left wrist and underwent extensive wound debridement, removal of scar tissue, and IV antibiotics. The event is resolving. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, (B)(6) vercise dbs registry, attempted suicide and was hospitalized. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware. Prior to enrollment into the study the patient exhibited symptoms of anxiety, depression and psychosis. Additional information was received indicating the patient's attempted suicide was during an in-patient stay, with injury to both palmar wrist joints. The patient was already submitted at the time of this event with severe depressive syndrome, anxiety, panic attacks and dissatisfaction with treatment of parkinsons disease. As a result of the injury to the left wrist the patient received sutures to the wound and immobilization in a cast. The patient developed an infection of the cut in the left wrist and underwent extensive wound debridement, removal of scar tissue, and IV antibiotics. The event is resolving. The event was assessed as unlikely related to the stimulation and not related to the procedure or hardware. Additional information was received providing the event date of the infection.